Event description:
It was reported that after a tka performed on (B)(6) 2009, a revision surgery of the journey one bcs right 5-6 9mm insert had to be performed on (B)(6) 2022 due to a broken post. Patient was not harmed beyond described event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the post, rendering the device inoperative. The fractured component was returned. The device also has discoloration from bodily fluids. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, a revision surgery was performed due to a broken post, approximately 13 years after the tka. Reportedly, the patient was not harmed beyond the reported events. No additional requested information was provided, and the patient¿s current health status is unknown. Without the requested information, the root cause of the ¿broken post¿ cannot be definitively concluded. The patient impact beyond the reported broken post and subsequent revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.